Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and fragile leaflet. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip xt, was then inserted and deployed on the mitral valve. However, post deployment, the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement). A partial injury to the posterior leaflet was visible behind the clip arm. To stabilize the clip, a third clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported migration of partial clip movement appears to be related to pre-existing anatomy of fragile leaflet. The reported patient effects of unspecified tissue injury (leaflet injury) could not be determined. Unspecified tissue injury is listed in the instructions for use and as known possible complications associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, prolapsed posterior leaflet, and fragile leaflet. A mitraclip was inserted and deployed on the mitral valve. A second clip, a mitraclip xt, was then inserted and deployed on the mitral valve. However, post deployment, the clip partially detached from the posterior leaflet and remained fully attached to the anterior leaflet (partial clip movement). A partial injury to the posterior leaflet was visible behind the clip arm. To stabilize the clip, a third clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.